Event description:
Pt presented to the ER c/o "not feeling right." During evaluation pt was noted to be bradycardic and an EKG revealed slow atrial fibrillation with a ventricular response on 35-40. An initial cxr did not show a lead fracture. However, the distal portion of the lead was not seen on the x-ray.the pacemaker was interrogated and re-programmed with appropriate capture noted. However, when the pt walked around, it was lost. A second x-ray was taken which indicated a fractured lead. The pt was admitted for lead replacement.